Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. The 95% stenosed and severely calcified lesion was located in the left circumflex (lcx) artery. The strut of the taxus liberte 24mm x 2.25mm paclitaxel-eluting coronary stent broke. No information is available as to when the stent strut break occurred. No patient injuries or complications were reported as a result of the event. The patient's status was reported as "good".

Manufacturer narrative:
Visual and microscopic examination of the unit revealed damage to the distal edge of the stent. Some distal stent struts were pulled distally over the distal marker band towards the tip. This type of damage is consistent with the device encountering some form of restriction. A review of the manufacturing records for this batch shows that the device met its material, assembly, and product specifications. The most probable root cause was attributed operational context due to the anatomical and or procedural factors encountered during the procedure.